Event description:
The reporter stated the screw driver tip broke during a revision tibial osteotomy subtalar joint fusion surgery as the surgeon tried to remove a variable angle cap. A confirmation x-ray was taken and was negative. There was a 3 minute delay in surgery; no pt injury. The fragment of the driver was located, removed and discarded. The screw driver was discarded.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.